Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that no environmental/external/patient factors may have led or contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a revision of a peritoneal shunt, the valve was opened sterile to the surgical field. While the surgeon was preparing the valve for implantation, they discovered the valve wasn't working properly. The surgeon removed the valve from the field and prepared another valve to complete the procedure.